Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed no delivery and motor error. The patient's blood glucose at the time of incident was 451 mg/dl, which he treated via manual insulin injection. Troubleshooting occurred for the no delivery alarm. A prime was successfully. However, the cannula was inspected and it was bent. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. A rewind was successfully performed as well. One infusion set will be returned and four replacement sets will be shipped to the customer.